Manufacturer narrative:
The calcium reagent lot number was 88004701, with an expiration date of 31-aug-2026. Calibration and controls were acceptable. The field service engineer found perforated vacuum tubing. The tubing was replaced. Valves were flushed. Springs and holders were replaced. Analyzer checks and precision studies were performed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with calcium gen.2 on a cobas c 303 analytical unit. The customer repeated the samples due to critical low flagging in the laboratory middleware. The repeat values were deemed correct. The first patient sample initially resulted in a calcium value of 6.53 mg/dl and it repeated as 9.37 mg/dl. The second patient sample initially resulted in a calcium value of 2.01 mg/dl and it repeated as 8.55 mg/dl.